Manufacturer narrative:
Device evaluation: the device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
Information was received that reported a patient was hospitalized in late 2008, due an incident of hyperglycemia. The reporter states the same day, the patient's blood glucose was >400. He was brought to the hospital and was treated with IV fluids and insulin. Upon admission his blood glucose was 384 mg/dl. The device will be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence.